Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via (B)(4) that an ar-9618-24 24 mm primary reamer and an ar-1999hh ratcheting handle, hybrid hudson was worn. No adverse effects on the patient reported. This was discovered during a procedure, with no reported patient harm. Additional information was received on 12/16/2024: this was discovered in a reverse tsa procedure on (B)(6)2024. They used a new reamer and handle from another set to complete the case. No case delay reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9618-24 24 mm primary reamer batch number: 022107 was received for investigation. Visual evaluation of the returned device noted wear and tear to the device with discoloration and faded laser markings observed. It was further noted that the cutting edges were worn and were nicked. The most likely cause for the reported failure can be attributed to wear and tear incurred from repetitive use in the field. Manufactured date: 02-mar-2021.